Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the device be received for eval.

Event description:
Customer reported a heparin over infusion. A new bag of heparin 25,000 units in 250ml was programmed to infuse at 22ml/hour and vtbi 250ml on (B)(6) 2014 at 2355. At 0200 on (B)(6) 2014, the pump module alarmed and the bag was found to be empty. The user noted the device rate was still set at 22ml/hour, volume infused was 90ml, and vtbi was 150ml. The user stopped the infusion and checked the floor, bed, and pt gown for fluid. All were noted to be dry. Doctor ordered stat blood work due to the over infusion and the ptt level was >200. There was no change in pt condition from previous assessment. No further pt/event info was reported.